Event description:
At approximately 9:45 am, maintenance responded to a call for a fire in a light controller in or #4. Upon investigating, it was found that the wall controller for the dual head amsco/steris sq240 light had two electrolytic capacitors fail, causing some flame and smoke. The controller was removed from or #4 to the maintenance facility to determine the cause. The or was removed from service. Amsco/steris service was also called at this time to assist in the investigation and to check the remaining amsco/steris lights for safety. Amsco/steris service responded by 2:45 pm. The service technician, electrician and engineering personnel looked at the light. It appeared that an overheating condition in multi-pin plugs connecting the controller with the transformer caused the capacitors to fail on the circuit board. The amsco/steris technician called his engineering department and was informed that there was a new connector "kit" that was available to alleviate the overheating problem. This new plug connector was a two piece unit that prevented a poor connection between the two pairs of plugs in the light. Engineering ordered two new controllers and enough kits to retrofit all existing amsco/steris sq240 lights remaining in the or's. Engineering personnel checked the remaining amsco/steris lights. There was evidence of capacitor overheating in one other unit. All units were given a "pm", tightening connections and checking and tightening plugs. One set of plugs was replaced at that time with the old model plugs that were in stock. The controllers and kits arrived the next day, at which time or #4 was put back in service and plug replacement started. Plugs have been replaced on three of the four sq240 lights in the or. The fourth unit is scheduled to be done in 11/2002. Notes: 2. A similar problem occurred in or #1 in 1999. At that time a new board and connectors were installed in the unit, but the connector that was available at the time was the same as the ones in the original unit. Neither the amsco/steris technician nor personnel were aware that new plug/connector kits were available for these lights. To the hospital's knowledge, amsco/steris had not put out an alert or tech. Bulletin on the lights. Connector plugs ordered previously were of the old style. These lights have been continuously manufactured since the early to mid 1990's and are still available today. The circuit board on which the capacitors are located is labeled as revision "0", on both old and new controllers. The above is accurate to the best of the hospital's knowledge as of this date.